Manufacturer narrative:
The reported event of noise was confirmed. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the noise was observed on both atrial and right ventricle (rv) leads. The episodes were stored as noise reversion episodes. On (B)(6) 2025, the physician elected to explant and replace the rv lead and cap and replace the atrial lead. The patient was stable following the procedure.